Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4). The additional reported event is captured in mw report 3011649314-2026-00439.

Event description:
On 03/20/2026, it was reported that dr. (B)(6) stated that a hahn tapered implant lost osseointegration. On (B)(6) 2020, a 69-year-old, female patient presented for implant placement on tooth position #14 and #15. After final prosthesis delivery, the patient returned with a complaint of "pain on biting". The reported devices were explanted on (B)(6) 2025. The doctor observed no infection at the implant sites; there was no permanent patient injury and the patient's symptoms have been relieved after removal of the implanted devices. The patient has a history of parafunction and her bone type was reported as d3.